Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a health professional in united states on 06-feb-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Additional information was received from the medical doctor also on 06-feb-2015. The health care professional who was in the operating room and reported that the coil's on one side did not look normal and the coils were not expanding and the tip was curved. The medical doctor also reported that she placed the insert and it seemed like the outer coils did not fully expand. The inserter did not detach. After that, it was detached but she thought it left a piece of the inner catheter attached to the coil. No other issues. The same thing happened on the other side. She thought she was doing something wrong. Physician not think that tubal spasm occurred at all. She did not see the gold mark even after adjusting it. She did the roll back and said was not sure if she did it to a hard stop before she pushed the button. Follow-up from 17-feb-2015: no further information was provided. Product technical complaint investigation was updated on 24-feb-2015: (B)(4). Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device insertion. The ae case refers to usability issue. However, no adverse events have been reported. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 02-mar-2015: with regards to the event inserter left a piece of the inner catheter attached to the coil, the physician stated it was just fine. They thought there was an issue but the physician saw the interpretation of placement and there was no issue. The physician stated the issue might have been with him. Doctor declined any further explanation. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and coil's on one side did not look normal and were not expanding and the tip was curved. The inserter did not detach. Then, when it eventually released it, the inserter left a piece of the inner catheter attached to the coil. The events, interpreted as device shape alteration, device deployment issue and device breakage, are non-serious. Device shape alteration is listed in essure's reference safety information while device breakage is listed according to technical analysis. Considering the events occurred during insertion procedure, causality between the events and essure use is assessed as related and since a device breakage (malfunction) was reported, the case is regarded as other reportable incident. The technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.